Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event and the cause of peritonitis was not known. On an unreported date, the patient was treated with an injection (inj) of vancomycin (1gram intraperitoneal (ip,), an inj. Of amikacin (150mg ip), and an inj of piperacillin tazobactam (2.75g intravenous (IV) (frequencies not reported). The patient was recovering.

Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample for evaluation. The assignable cause could not be determined, as no device malfunction nor use error identified during the report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.